Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured. Additional information was received and indicated that fracture was discovered during an in-clinic check through device interrogation. There was neither x-ray nor fluoroscopy done to confirm lead fracture. The lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the allegation of fracture could not be confirmed. During analysis, only the proximal segment of the lead was returned which appeared to be severed.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.